Event description:
Unit fails to boot up and sometimes stops working during usage showing error "48v power supply error". We own three of those units and they were purchased last year. We have been experiencing that issue with all three units since we purchased them last year. Lumens was notified and they replaced the power supply on all three units last may to rectify the problem. However, the problem continues to happen and now all three units are not booting up. Manufacturer response for lasers, carbon dioxide, surgical/dermato, lumenis ultra pulse duo (per site reporter): manufacturer replaced the power supplies and updated software on all units owned by us. Problem still occurs.